Manufacturer narrative:
This report is filed deceber 13, 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to infection and a cholesteatoma. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2013.